Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.